Event description:
It was reported that during a myomectomy, a tip of the blade was broken off. No pieces were left inside the patient. The target myoma was stiff. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.